Event description:
It was reported that the patient presented to the emergency room. Exit block and loss of rv sensing were observed. Further investigation revealed cardiac tamponade due to myocardial perforation. The lead was explanted and replaced. The patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal no anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.